Manufacturer narrative:
The correct 510(k) number (k163194) cannot currently be selected in the g5 field. It department aware ((B)(6) 2018). Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 4 in the mouth, primary stability was not achieved in type IV bone and was removed. Clinician reports insufficient bone quality/quantity. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications

Manufacturer narrative:
The correct 510(k) number (k163194) cannot currently be selected in the field. It department aware ((B)(6) 2018). Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 4 in the mouth, primary stability was not achieved in type IV bone and was removed. Clinician reports insufficient bone quality/quantity. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).